Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far p-wave oversensing was observed. Device was reprogrammed and remains implanted. Patient will be monitored.